Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire and a flexima biliary stent were used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the guidewire entangled with an endoscope. The hydrophilic tip became detached and fell into the duodenum, exposing the tip of the metal corewire. The detached tip was left to pass naturally. The stent failed to deploy. The procedure was completed with another jagwire guidewire and another flexima biliary stent. The amylase level of the patient became elevated and the patient was monitored. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Correction: the endoscopic retrograde cholangiopancreatography procedure was performed on (B)(6) 2016.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire and a flexima biliary stent were used during an endoscopic retrograde cholangiopancreatography procedure performed on january 12, 2015. According to the complainant, during the procedure, the guidewire entangled with an endoscope. The hydrophilic tip became detached and fell into the duodenum, exposing the tip of the metal corewire. The detached tip was left to pass naturally. The stent failed to deploy. The procedure was completed with another jagwire guidewire and another flexima biliary stent. The amylase level of the patient became elevated and the patient was monitored. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.